Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker has been depleting faster than expected. The patient has been in an atrial tachy response for two years and it could be due to atrial sensing. A battery analysis was performed and it was found that there are two causes for the increased power consumption. First the patient is in atrial fibrillation. Second the average power consumption has been increasing. This is most likely caused by a device malfunction and they should consider replacing the device and return it for detailed analysis. Technical services discussed with health care professional. The health care professional will discuss with physician about pacemaker replacement. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitor. This resulted in the observed premature battery depletion.